Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under her right breast. The patient reported that the skin was rubbed raw and bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician advised her to remove the lifevest, apply antibiotic cream to the irritation, and cover it with gauze. Follow up indicated that the patient returned the lifevest equipment and the skin irritation is improving.